Event description:
It was reported that the patient expired. The concentration and daily dose of baclofen being delivered via the pump were not reported. It was also reported that the patient died from medical complications that were not device related. The hcp stated the patient had a very complex medical history. She stated she did not have exact date of death but the last time they saw the patient was in january '06.

Manufacturer narrative:
Final pump analysis reveals the following: no anomaly found - normal device function. Final catheter analysis reveals: proximal piece 4.1 cm & 8575 pump connector; pump connector occluded. Results code used for catheter.